Manufacturer narrative:
Device evaluation of battery charger/modem has been completed. The reported problem ( unable to charge battery pack) has been confirmed. Upon investigation the battery charger/modem was unable to recognize a battery pack. The cause for the failure was isolated to a bent connector on the battery board. The root cause for the damaged connector could not be positively identified. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a patient's battery charger was not recognizing the batteries.